Event description:
Customer reported that she received the following results on 2 different meters within 10 minutes: 223 mg/dl and 224 mg/dl (compact plus system 1) and "hi" (>600 mg/dl) and 275 mg/dl (compact plus system 2). No actions taken based on device results. No adverse event due to the device reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 2. (B)(4).